Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had exhibited high out-of-range pacing impedance and high pacing threshold measurements. A surgical intervention was performed to extract and replace the lead, during which the right ventricle was perforated that required a thoracotomy to be performed. The physician suspected that it was the extraction kit that caused the perforation and not the lead. The lead was explanted and will not be returned while the ICD remains in service. No additional adverse patient effects were reported.